Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to-date.

Event description:
Medtronic received information that immediately following implant of this 25mm bioprosthetic valve, it was explanted and replaced with a 31mm bioprosthetic valve. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that immediately following implant of this 25mm bioprosthetic valve, it was explanted and replaced with a 31mm valve. Interoperatively, echocardiogram revealed severe mitral stenosis and severe mitral regurgitation. No further adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.